Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. Pre-dilation was performed with a 4mm balloon, and a 4.0 x 100mm ranger paclitaxel-coated pta balloon catheter was advanced for dilation. However, during the first dilation the balloon was inflated to 4 atmospheres for 10 seconds, and the balloon ruptured. The device was removed from the body and the procedure was completed with another of the same device. There were no patient complications reported.